Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not able to produce exposure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that intermittently the system was not making exposures. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.